Manufacturer narrative:
Additional information has been received. In this report updated as- the device was returned to pil and evaluated. Evaluation result stated that pil was not able to confirm the complaint, or address the symptoms specified. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section evaluation method code grid, evaluation results code grid, conclusion code grid have been updated/corrected.

Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device. The patient has alleged the humidifier chamber cracks and overheating. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.